Manufacturer narrative:
This report filed (B)(6) 2015.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to the patient developing granulation in the mastoid. It is unknown if the patient was reimplanted with a new device as of the date of this report, september 8th, 2015.